Manufacturer narrative:
Information received from vyaire technical support that the customer contacted him on (B)(6) 2020 to report the issue.

Manufacturer narrative:
Device evaluation update: g4, g7, h2, h6 and h10 results of investigation: vyaire medical determined root cause was determined due to user fault - user fault - rough handling. Extensive transportation damage. Decided to condemned. Not economical to repair as the unit is 10 years old.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a user interface issue. Bellavista 1000 is showing the user interface failsafe screen "bellavista detected a serious error" during startup. The customer confirmed that there was no patient involvement associated with the reported issue.